Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, missing shell, and underweight. A visual and microscopic analysis was performed which identified: broken crease sharp on posterior, broken crease smooth on posterior, stress marks, creases fold and observed 40 mm dark patch edge material inside gel device. Base on the device analysis the final assessment is: a broken crease sharp on posterior assessed as fold flaw opening. A broken crease smooth on posterior assessed as fold flaw opening. Missing shell assessed as inconclusive.

Event description:
Pharmacist reported a left side device rupture diagnosed by MRI. This record relates to the left side. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Pharmacist reported a left side device rupture diagnosed by MRI. This record relates to the left side.